Event description:
Customer reports being unable to obtain a result on the advantage system due to an error on the device. Customer was using expired test strips and had been improperly dosing the test strip. Customer went to the hospital and tested 500 mg/dl on professional device; customer was hospitalized and treated for high blood glucose. Requested return of suspect device, and replacement was sent.